Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customers reported problem was confirmed, the device produces an e433 error which was found due to a defective generator board. The device has not been repaired in the past year. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The exact cause of the generator board failure is unknown, however, the error e433 is a known issue. The e433 error will occur if the effective value of the output signal falls below the specific limit when the device is started, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, unlimited permanent restarts may follow, then the device is no longer usable. The e433 error can only occur during device start up. In this case, the repair center isolated the error back to a defective generator board. The exact root cause of the defective boards is unknown; however, possible causes of a defective generator board are: defective transformer on the generator board permanent error. Defective current transformer on the generator board permanent error. Defective impedance transformer on the generator board permanent error. Defective peak rectifier on the generator board permanent error. The output voltage is too low due to bad switching of the high frequency stage on the generator board permanent error. An improved generator board was introduced into production in early july 2020. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU instructions for use manual and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device. This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w / catalog # wb91051w; therefore, the following will be used as a place holder. Common device name: electrosurgical generator. 510(k): k203682. Product code: gei.

Event description:
The customer reported the high frequency electrosurgical generator had a reported e433 error during a transurethral resection in saline procedure. The device was replaced, and the procedure was completed with another one without delay. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).